Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition with noise was noted. Oversensing was reproducible in clinic. Programming changes were made. The patient will continue to be monitored.